Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was displaying an apply sample message after the sample was applied. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began just prior to contacting lfs for assistance. It is not known what diabetes medications the patient is taking to manage her diabetes nor is it known if the patient took any action regarding her usual diabetes management routine in response to the alleged issue. The reporter claimed that just after attempting to test on the subject device, the patient was "losing consciousness, semi consciousness" and needed to discontinue the call with lfs and contact the patient's doctor due to the patient's blood glucose reading "high." At the time of troubleshooting, the customer care advocate (cca) noted that the correct test strips were being used and the alleged issue was resolved with a retest. No other troubleshooting could be performed since the reporter could not continue the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient was unable to obtain a blood glucose result and developed symptoms suggestive of hyperglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.